Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead oversensed noise that was reproducible with isometrics. Impedances remained stable. No adverse patient events were reported.

Manufacturer narrative:
(B)(4) 2018: this lead was capped on (B)(6) 2018.